Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed however a review of the returned logs did note multiple instances of the anatomy and base trackers moving too fast, indicating that the array shifted position during bone prep. Product evaluation and results: a review of the vp and crisis logs from the day of the event was conducted. The data shows that all pre-surgery checks passed. Rio and bone registration on the femur was successful on the first attempt. The femur checkpoint was taken successfully. The workflow indicates that the implant plan was altered during bone preparation. This may have lead to some inaccuracies in the cuts as they were not according to the original plan. Secondly, a review of the crisis logs shows that there were instances of velocity traps before and during the cuts that the user claimed were inaccurate. Velocity traps occur when the required array is moved faster than the quality threshold. The user should take care not to move the trackers during bone prep and if the required tracker is suspected of being bumped, the user should re register the bone. The data at this time shows that the mako system operated within specification. No system defect or malfunction is expected. Product history review a review of device history records shows that rob1056 was inspected on 16 december 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 219999, rob1056 reports no similar complaints related to the failure in this investigation. Conclusions: the failure was reviewed through return of the provided log/session files. The data at this time shows that no system defect or malfunction is suspected. It is recommended that when a surgeon encounters velocity traps that they should retighten the arrays and re-register the robot. It is the surgeons and mps's responsibility to adhere to these warnings before continuing with the robot/case. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Event description:
Distal and posterior chamfer cuts were 1.5-2mm deep to plan. Checked with planar probe and captured screenshots. Surgical delay: = 15 minutes. Case type: tka.

Manufacturer narrative:
Reported event: it was reported, ¿distal and posterior chamfer cuts were 1.5-2mm deep to plan. Checked with planar probe and captured screenshots. Surgical delay: = 15 minutes. Case type: tka¿ product evaluation and results: review of the log/session files has not been completed within 90days of the complaint being opened. The complaint will be closed with an associated risk assessment. Additional failures will be assessed once the log/session file review has been completed. Product history review a review of device history records shows that (B)(6) was inspected on 16 december 2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 219999, (B)(6) reports no similar complaints related to the failure in this investigation. Conclusions: the exact cause of the event could not be determined because insufficient information was made available for evaluation. Review of the log/session files has not been completed within 90days of the complaint being opened. A review of the case session/log data is needed to complete a full investigation for determining root cause. In addition to a review of the log/session, a field service engineer conducts scheduled maintenance on the robot to ensure the robot is system ready. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Distal and posterior chamfer cuts were 1.5-2mm deep to plan. Checked with planar probe and captured screenshots. Surgical delay: = 15 minutes. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Distal and posterior chamfer cuts were 1.5-2mm deep to plan. Checked with planar probe and captured screenshots. Surgical delay: = 15 minutes. Case type: tka